Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. It was noted that no guidewire was returned with the lead, therefore condition and brand of the guidewire used in the implant attempt was unknown. A new medtronic guidewire was attempted to be inserted to perform testing of the lead, however, the medtronic guidewire stopped at 19.5cm. It was found that a tip of a guidewire from the implant attempt was broken off and left behind in the lead. (B)(4)

Event description:
It was reported that the lead was attempted to be implanted but not used due to placement difficulty. The guide wire could not get through the tip at the distal end of the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.